Event description:
It was reported following a replacement of her ipg, the patient was shaking uncontrollably. The patient had an appointment to see her neurologist. The patient was seen in the clinic. Impedance values were <250 ohms for electrodes 4-7. The plan was to reprogram the device avoiding electrode #7. Additional information received indicated the right lead was the problem. The patient seemed to do better after the reprogramming.

Manufacturer narrative:
(B) (4).